Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continue to use existing cartridge for insulin delivery. Additionally, it was reported that an occlusion alarm occurred. Reportedly, customer performed a supply change to resolve the occlusion. Customer¿s blood glucose level was 236 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.